Event description:
The customer reported a ventilator is completely down and will not turn on during device set-up. The device was being set-up for clinical use at the time the issue was discovered. The device was not on a patient. There was no medical intervention reported. Another ventilator was used for the patient's needs. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the power supply, and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplement report will be submitted.